Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod generated an 0x29 auto-off alarm. The shelf mode current (smc) was measured to be within specifications. The pod was reset, connected to an unused pdm, completed priming and programmed a 5u bolus successfully, no data abnormalities were observed. The cause of the reported communication error could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis, and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone14.5 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod. Patient stated that the pod deactivated while she was sleeping, causing her blood glucose level to rise. Symptoms reported include severe abdominal pain, vomiting, and diarrhea. Patient was diagnosed with diabetic ketoacidosis (dka) and blood infection. The patient was treated with antiviral medication and insulin. The patient was released on (B)(6) 2025.